Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, not performing an x-ray immediately after the procedure to confirm placement, the patient having recently gone through an MRI, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using incorrect tools, and not prescribing antibiotics pre-operatively have been ruled out. However, inadequate fixation was identified as the implanting clinician did not coil or suture the receiver when the receiver pocket was created. Additionally, the patient is a poor candidate as they have a history of poor wound healing. Furthermore, the patient reported excessive twisting or stretching, specifically bending and being on their knees while gardening. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of erosion is attributed to three identified root causes: inadequate fixation as the implanting clinician did not coil or suture the receiver when the receiver pocket was created (user error-clinician). Patient is a poor candidate due to health, weight, age, or mental capacity as the patient has a history of poor wound healing (user error-clinician). Excessive twisting or stretching as the patient reported a lot of bending and being on their knees for gardening (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported device erosion through the receiver site. The implanting clinician was notified and it was recommended the patient go to the emergency department for assessment. The patient was seen on (B)(6) 2026, antibiotics were prescribed, and the patient was told to make an appointment to have the devices explanted. An explant procedure was preformed on (B)(6) 2026 and additional antibiotics were prescribed for infection. As of (B)(6) 2026, the wounds are starting to heal.